Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce error c-34 on the integrated electrosurgical unit (iesu) and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Although the complaint regarding reported issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 occurred on the integrated electrosurgical unit (iesu) when the ¿coag¿ foot switch was pressed. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer not to use an extension cable and to reboot the iesu; however, the issue persisted. The tse advised the customer to use an external generator to continue the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system was booted without errors.

Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained from failure analysis: intuitive surgical, inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The iesu was analyzed and found to have error c-34. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.